Event description:
Kimberly-clark received a report stating, " "2x cuff deflated- patient had to be reintubated- patient was stated to have a difficult airway." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to search the device history record as a lot number was not provided. No sample was returned for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other: device not returned by customer to kimberly-clark.